Event description:
It was reported that "(B)(6) 2025, after the insertion completed from the right internal jugular vein, the patient back to the residence, the luer hub/fiting has crack, and then the patient back to the hospital for change, when the doctor open the package and found luer hub fiting has crack ." The user changed to a new set to resolve the issue. There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine". Associated MDR numbers include: 9680794-2025-00595, 9680794-2025-00596, 9680794-2025-00587, and 9680794-2025-00588.

Manufacturer narrative:
(B)(4). The customer returned one connector assembly from a hemodialysis kit for analysis. Signs of use were observed. Visual analysis revealed scratches on both the blue venous luer hub and red arterial luer hub. The red arterial luer hub was observed to be cracked. Minor crazing was observed on the surface of both hubs. Yellow discoloration was noted on the connector assembly. Both luer connections were functionally tested per the product instructions for use (IFU). The IFU provided with this kit instructs the user, "establish and maintain catheter patency. Solution and frequency of flushing a venous access catheter should be established in hospital/institutional policy". A lab inventory syringe filled with water was used to flush each extension line. No leaking was observed from either luer hub or extension line. Leak testing was also performed per amrq-000075 rev.17 which states "7.3.4 extension line liquid leakage: the extension lines shall not leak liquid when tested in accordance with the method given in annex c of bs en iso 10555-1." Bs en iso 10555-1:2023 states "apply a minimum pressure of 300kpa. Maintain the pressure for a minimum of 30 s while examining the hub/connection fitting assembly and any other part of the catheter for liquid leakage, i.e. The formation of one or more falling drops of water, and record whether or not leakage occurs." Both luer hubs were individually attached to a leak tester. With the distal end of the metal cannulas occluded, the extension lines were pressurized to approximately 310 kpa for 30 seconds. No leaking was observed from any part of the connector assembly. A manual tug test confirmed both luer hubs were securely attached to their respective lumens. A device history record review was performed and there was one potential finding; however, it was determined that the finding was not relevant to the reported event. The IFU provided with this kit instructs the user, "examine catheter and extension lines before and after each treatment for any signs of damage." Additionally, it states , "alcohol, alcohol-based solutions (e.g. Hibiclens, chloraprep), iodine-based solutions (povidone-iodine) peg-based ointments (e.g., bactroban), hydrogen peroxide, or exsept plus are accepted for use with this catheter at the exit site (including the juncture hub and catheter body). Ensure that solution is completely dry before applying an occlusive dressing. Warning: avoid excessive or prolonged use of alcohol-based solutions and ointments to clean catheter or site care." The customer complaint of a cracked luer hub was able to be confirmed through investigation of the returned sample. Visual analysis revealed cracking in the red arterial luer hub. Additionally, minor crazing was observed on both hubs. Despite this damage, the sample passed all relevant functional testing. Manufacturing and r & d engineering were contacted and it was determined that the observed damage is consistent with damage due to alcohol exposure. A non-conformance was initiated to further investigate this issue. Based on the customer report and the sample received, the root cause is likely design related. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that " on (B)(6) 2025, after the insertion completed from the right internal jugular vein, the patient back to the residence, the luer hub/fiting has crack, and then the patient back to the hospital for change, when the doctor open the package and found luer hub fiting has crack." The user changed to a new set to resolve the issue. There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine". Associated MDR numbers include: 9680794-2025-00595, 9680794-2025-00596, 9680794-2025-00587.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and a potential finding was identified. As no sample was returned for investigation, it could not be determined if the finding was relevant to the reported event. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Event description:
It was reported that "(B)(6) 2025, after the insertion completed from the right internal jugular vein, the patient back to the residence, the luer hub/fiting has crack, and then the patient back to the hospital for change, when the doctor open the package and found luer hub fiting has crack ." The user changed to a new set to resolve the issue. There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine". Associated MDR numbers include: 9680794-2025-00595, 9680794-2025-00596, 9680794-2025-00587, and 9680794-2025-00588.